Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08725. Related manufacturer reference number: 2017865-2021-08727. It was reported that the patient presented to clinic for a routine device check. It was discovered that one of the leads had protruded through the skin near the pocket. According to the patient this had been happening for months. The system was extracted, and the patient was in stable condition. There were no signs of infection or other symptoms.